Event description:
It was reported that during device replacement, the setscrew did not function properly when trying to disconnect the lead.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.